Event description:
Broken implant when screwing in the anchor the eyelet broke. Eyelet could be removed with a grasper and the little metal flakes which occurred due to the breakage were removed with the shaver. A second anchor of this kind, which was positioned next to the first insertion site worked well.

Manufacturer narrative:
The device has not been received by smith & nephew for eval. (B) (4).